Manufacturer narrative:
The 8f prodigy catheter was discarded and not returned for investigation. The manufacturing records confirmed the product met the design, manufacturing, and quality specifications. Based on the information provided, the cause of the dissection is unknown. There was no allegation against the 8f prodigy catheter, and no device issues reported during the procedure. As multiple devices were involved in the reported event, a related MDR was submitted for the same patient and incident under reference number 3014590708-2025-00038.

Event description:
It was reported that the superficial femoral artery (sfa) was treated using a third-party sheath, 8f prodigy catheter, and 8f prodigy twist. The clot was organized. A vessel dissection was diagnosed, which the physician was unaware of until the initial angiogram. The dissection impeded blood flow to the foot. It was determined that the dissection was the primary reason for the lack of flow and was unrelated to the catheter's ability to remove clot. It is unknown whether any additional intervention was performed to address the dissection. There was no malfunction reported during the procedure.